Manufacturer narrative:
On 26 july 2016 it was prepared a final report with the information already reported in the previous reports. On 01 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 06 may 2016 it was communicated that the revision surgery was done on (B)(6) 2016 and was completed successfully. Additional information received from the initial reporter on 11 may 2016 and includes: the surgeon did not taken any sample for pathology, so no results are available. Batch reviews performed on 27 may 2016. (B)(4). Not yet inspected.

Event description:
Revision surgery planned due to infection.

Manufacturer narrative:
On 10 june 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: on the femoral head no particular signs can be seen. On the liner some scratches can be seen on the border. The hole of the screw used to disassemble the liner from the cup can be noted. It is not possible from the inspection of the implants determine the root cause of the event.